Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got exposed to extreme heat and would not work. The customer reported that they were having high blood glucose of 339 mg/dl at the time of incident. The customer reported that the blood glucose went over 400 mg/dl and got treated with insulin. The customer stated that the insulin pump was working at the time of call. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.